Event description:
Complainant alleged that the emergency room physician was attempting to cardiovert a pt (age and gender unk), who had coded, but when he tried to charge the device to 50 joules, the device charged to 360 joules. In an effort to dump the 360 joule charge, the device was powered off. They then powered up the device, and attempted to charge to 50 joules, but again the device charged to 360 joules. The physician then obtained a second device and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.